Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2005; 5076-58 lead, implanted: (B)(6) 2005. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the optivol trend data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device did not display optivol data. Data analysis also noted a rise in impedance on the right ventricular (rv) lead in (B)(6) 2017. The device and lead remain in use. No patient complications have been reported as a result of this event.